Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, during the surgery it is evident that the handle carrying flexible bits does not take and does not retain any of the bits, this novelty does not cause discomfort to the specialist since the use of the mentioned piece was not necessary, the surgery was successfully completed, without affecting the patient and without alterations in the surgical times, this report is left in order that the piece is reviewed when returning to j&j. The mentioned piece is left marked with red ribbon for easy identification. (Photographic record is attached). The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4) device photo 06 sep 2024. The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, the reported condition cannot be confirmed and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the quickset flex dr sft qck cple would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: e1 facility name.

Event description:
During the surgery it was noticed that the handle carrying flexible bits does not take and does not retain any of the bits.

Manufacturer narrative:
Product complaint (b)(45). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: could you clarify how many defective devices are involved? If there is more than one product, please enter the product code and the rta// lot number only one (1) single ref product 227452000 lot ag0179118 handle flexible bit holder is involved.